Event description:
It was reported that about a month ago, the patient was not feeling any stimulation at 7.0 volts ant it was not helping her symptoms that much. The patient contacted the manufacturer representative who told her to shut off the device, which was for about two weeks, until she met with her physician. When the patient met with her physician it was determined that she had a urinary infection, was put on medication, and told to come back in two weeks for a checkup appointment on (B)(6) 2012. During that time, the patient was going every five minutes/very often and when she would get up to go, her pants would already be wet. The patient saw her physician yesterday and they turned the device back on and at 6-something volts. At first she felt something, but now did not feel anything. So far it was working okay and the patient was getting symptom relief. The patient had a follow-up appointment in two weeks with her physician. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# v906982 serial#, implanted: 2012 (B)(6), explanted: product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was planning to have the device removed on (B)(6) 2012. The patient stated she had "no success" with the device. No other information was available.